Manufacturer narrative:
The initial medical device report was submitted via an alternative summary report on 11/01/2016 under authorization number e19974033 for manufacturer abbott under registration number (B)(4). The device was tested on the bench and no anomalies were found.

Event description:
The initial medical device report was submitted via an alternative summary report on 11/01/2016 under authorization number e19974033 for manufacturer abbott under registration number (B)(4).